Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 26mm sapien 3 ultra valve. As reported, there was no difficulty faced when inserting the esheath into the patient. Resistance was noticed upon insertion of the 26mm commander delivery system into the 14fr esheath+ in the partially expandable portion. Upon looking at under fluro, it was noticed that the strut on the 26mm s3u was bent. The entire system removed and replaced with new system as a single unit. The patients final outcome was stable and there was no patient injury.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of inability to advance delivery system through sheath was confirmed based on the returned device imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as tortuosity was confirmed in the provided 3mensio and it was reported that ''the strut on the 26mm s3u was bent.'' Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side, and inability to further advance the system through the sheath. The complaint of sheath punctured was confirmed based on the returned device imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as tortuosity was confirmed in the provided 3mensio and it was reported that ''the strut on the 26mm s3u was bent.'' During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.